Event description:
It was reported that "dr. Was using the targeting arm when all the sudden the a/p left slot would not let go of the drill sleeve. The static locking mechanism either failed or the guide is worped. For whatever reason, this did not happen in the initial usage of this hole. It happened when we needed to go back and adjust a screw that was already implanted. Also even after proper procedure and technique, the surgeon was not happy with the a/p screw trajectory. Proper nail entry and retroversion was observed, but the screw was long and posterior."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.